Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Visual inspection: device was inspected and observed that the knob was jamming on the handle. Functional inspection: higher force was used to unthread the knob from the handle, but it was not successful. Complaint history records were reviewed for this lot and no similar complaints were identified. Similar complaints for the catalog were reported among different lot numbers. The jammed knob implies that the user torqued the knob more than needed in the clockwise direction. The use of this instrument is defined to grab and place set screws. Any other deviations such as over torqueing the knob (clockwise or anti-clockwise) would result in internal jamming of the instrument; therefore, the plausible root cause has been identified as user error.

Event description:
This report summarizes one malfunction event where the handle of an everest mi provisional split driver "jammed" intra-operatively. Surgery was successfully completed with another driver and no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. A supplemental vmsr will be submitted upon completion of the investigation.

Event description:
This report summarizes one malfunction event where the handle of an everest mi provisional split driver "jammed" intra-operatively. Surgery was successfully completed with another driver and no delay. No adverse consequences or medical intervention were reported.